Event description:
Two endeavor sprint drug eluting stents were implanted in the rca during the index procedure. It is reported that an angiographic complication of dissection occurred. It is unknown if the dissection was treated. One day later the patient was discharged. The event was not assessed for relatedness with device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).